Event description:
According to the facility, 'last month,' a patient was using a heelmedix device and experienced a deep tissue injury to their left 'great toe' and 'medial aspect of their heel'.

Manufacturer narrative:
According to the facility, 'last month,' a patient was using a heelmedix device and experienced a deep tissue injury to their left 'great toe' and 'medial aspect of their heel'. Per the facility the injury was noted a few days after admission. Once noted, the facility removed the device and followed 'nursing practice standards to prevent the wounds from worsening'. Per the facility no other medical interventions, treatment, or follow up care was required. Per the facility the patient was discharged approximately 12 days later. The sample is not available to be returned for evaluation. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.